Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an enterococcus faecalis bacteremia infection. Antibiotic treatment was administered and cultures were taken. The entire pacing system was explanted and replaced. No further patient complications have been reported as a result of this event.